Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyper glycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and advised "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."

Event description:
The customer reported that on (B)(6), her blood glucose was 157 mg/dl at 10:20 pm and 225 mg/dl at 11:51 pm. She gave herself an insulin injection with a syringe at the latter time, but is unsure of the dosage. In the morning (no specific times reported) her bg measured 394 mg/dl, so she corrected with another manual injection (again the dosage was not reported). Her next bg test results were 392 mg/dl and 340 mg/dl. When she removed the pod at 9:34 am the cannula looked kinked. The vial of insulin she was using had been open for more than 30 days.